Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, providing information for a pump reset. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues arise.